Manufacturer narrative:
Manufacturer method, results and conclusions: - manufacturer awaiting product return from user facility.

Event description:
Customer reports normal inr values attained for 3 pt's with protime and subsequent hospitalization for bleeding. Report identifies 4 protime instruments and multiple cuvette lots but customer not able to identify if one or all items involved. Report indicates cuvettes stored under frozen condition prior to use. This report is for device 1 of 4.